Manufacturer narrative:
Correction: please retract this report 2017865-2024-65729, the review of additional information indicates that the device should not have been reported.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) lead exhibited an error message. No intervention or patient condition was reported.